Event description:
The patient experienced right lower extremity numbness; weakness and increased pain were also reported. The event severity was reported as severe. The patient was hospitalized. On (B)(6) 2012, an MRI with/without contrast was performed and revealed the catheter was dislodged. The patient underwent surgical repositioning of the intrathecal portion of catheter on (B)(6) 2012. The pump contained dilaudid, bupivacaine, clonidine, and droperidol. The patient outcome was reported as resolved without sequelae as of (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).